Manufacturer narrative:
(B)(4).

Event description:
Received information an MRI was done by the hcp and showed the leads are in the wrong position. One lead is in the brain stem and the other is in the left hemisphere. Patient has had trouble walking for the past 1.5-2 years. The patient reports things seemed to be working right until the battery was replaced with a kinetra. Patient is in the process of finding a physician to do the revision. Additional information has been requested and if received a follow up will be sent.